Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: (B)(4), product type: programmer, patient. Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Caller reported power on reset (por) code. Therapy stopped due to por. Patient was trying to charge the ins and saw por and wasn't able to see the normal charge session. Troubleshooting was performed during the call and patient was walked through connecting and caller was then able to bypass por and see normal charge screen. Patient was asked to try connecting with the pp and caller confirmed it is an informational por. Caller states he wasn't doing anything out of the ordinary (just sweating a lot since it is so hot and he put an ice cube on his back to cool off). It was reviewed water on his skin would not cause a por. It was confirmed that there was no emi exposure. The por was successfully cleared and the therapy was adequate. During troubleshooting, caller also stated that patient programmer showed batteries are low. Patient was walked through changing the batteries and pp worked again as normal. No further complications were reported/anticipated.